Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, the device was found to be in backup vvi mode. The cause of the backup mode was a power-on reset. The device was tested on the bench and no anomalies were found. The cause of the reset could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.